Manufacturer narrative:
The device returned date was documented as (B)(4) 2016 in the initial report. The device returned date has been updated as (B)(4) 2016. Device evaluation: the actual device was returned for evaluation. (B)(4) evaluated the device and the reported condition could not be duplicated or confirmed. An assessment was performed on the device which determined the unit passed all manufacturing specifications.. Therefore, an assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
(B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from the (B)(6) that during an unspecified surgical procedure it was observed that the angle attachment device started smoking and heating up rapidly at the angled part of the device when in use with the motor device kit. The reporter stated that after a few seconds of use at a speed of 80,000 rotations per minute (rpm) the device started smoking and heating up to the point the surgeon could not hold the device. It was reported that there was no delay due to the event as identical spare devices were available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.